Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the issue and replaced the distal set up joint (suj). The system was tested and verified as ready for use. Isi did receive the suj to perform failure analysis (fa). Fa was able to confirm the reported complaint via system logs and reproduce the issue during in-house testing. Upon visual inspection, no issues were found that would be related to the reported event. The unit was installed onto a golden system and the unit triggered error 23103 at startup in normal mode. The unit was then installed onto a psc fixture test platform (pftp) and the unit failed the wrist encoder test. As a result of these findings, failure analysis was able to conclude that the wrist encoder in the suj was found to be the root cause for the reported event. .

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered a repeated error 23103 on the universal surgical manipulator (usm) 4 set-up joint. The customer power cycled the system with an emergency power off but the error would not recover. The procedure was completed with no reported injury.